Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported by sales rep that during the patient's initial clinic visit after having device implanted, generator was programmed on and there was high impedance. The physician will check the patient's device in the next clinic visit to see if the impedance lowers. No x-rays were ordered. The device history record's of the generator was reviewed and passed final quality and functional specifications prior to release. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. No additional relevant information has been received to date.